Event description:
It was reported that during remote follow up, the right ventricular (rv) lead exhibited high capture threshold. Nothing unusual was noted on diagnostic imaging. The rv lead was capped and replaced on (B)(6) 2025. The patient's condition was well and was discharged after the procedure.